Event description:
It was reported that during either a laparoscopic cholecystectomy or a hernia procedure, the trocar was leaking carbon dioxide around the stopcock or around the seal in the port of the cannula, requiring the use of more gas. It was not clear whether an instrument was inserted into the cannula when the device was leaking. There was no pt injury.

Manufacturer narrative:
Final device investigation of the device found that the sleeve had a crack at the backside and base of the stopcock. The sleeve was tested to detect any leaking issues and did not pass the leak test. As each device is visually inspected and functionally tested prior to shipment, no conclusion could be reached as to what might have caused the reported event.